Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It is reported that the customer's insulin pump alarmed a button error. Customer stated she went to do a bolus and it automatically went to 300 before putting anything in. The blood glucose reading was 180mg/dl. Nothing further reported.